Event description:
No shocks during vf and no pacing during asystole.

Event description:
1. The pt was hospitalized for a device upgrade. The pt had a recent history of progressive dyspnea, despite use of supplemental oxygen. Later in the day, a nurse found pt unresponsive and called a code blue. Despite aggressive efforts, the pt expired. 2. Hosp records note the cause of death as presumed cardio respiratory arrest, secondary to respiratory insufficiency. The records also note contributing factors may have been an underlying ventricular arrhythmia and failure that did not respond to the pt's implanted defibrillator. 3. The device was not returned for eval; therefore, no analysis was performed and no conclusion could be drawn. 4. There have been no other reports of a pt death with a model 7274 under similar circumstances. 5. No autopsy report has been received; it is unk if one was performed. 6. Because the device was not returned, it could not be analyzed, and no conclusion could be drawn regarding causal relationship.